Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5071-53 (x's 2), lead, implanted: (B)(6) 2006; 5866-38m, lead adaptor, implanted: (B)(6) 2006; 407645, lead, implanted: (B)(6) 2006. (B)(4).